Event description:
It was reported that the pt had an infection. The pump was explanted and the pt was on oral antibiotics to treat the infection. The pt was later reimplanted with a new device system. The medication being delivered via the device system was not reported.